Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient line of an amia automated pd cycler set and a transfer set. This occurred during use for peritoneal dialysis therapy. The connection issue was further described as the dark blue connector of the transfer set would not secure when attempting to attach to patient line of the cassette; the connector of the transfer set kept spinning and would not lock in place¿. There was no patient injury or medical intervention associated with this event. No additional information is available.